Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving an unknown intrathecal medication via a pump. It was reported that on an unknown date the patient was referred to an health care provider. The patient had not been getting good efficacy. A CT scan was performed and the health care provider found that the catheter tip had "sheared." The health care provider planned to replace the patient's catheter.